Event description:
It was reported that a user experienced elevated blood glucose after a usual breakfast and meal announcement while using an ilet system, with stress suspected by the user as a contributing factor; troubleshooting included reviewing meal announcements and changing infusion supplies, with the infusion site moved from the abdomen to the upper thigh. Symptoms included hyperglycemia. Outcomes included continued monitoring with improvement as glucose trended downward to 211 mg/dl and no alerts, alarms, hospitalization, or injury reported. Investigation included customer care troubleshooting and guided supply change. Investigation of this case revealed no device malfunction, with hyperglycemia of unclear cause and resolution after site change and monitoring. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.